Manufacturer narrative:
An investigation has been opened to review device history record and risk documentation. A follow-up report will be submitted upon completion of the investigation. This complaint is being reported because the patient reportedly experienced serious injury associated with a procedure where a manta vcd was used for closure of femoral access. The patient required medical intervention to preclude permanent impairment of a body function or permanent damage to a body structure. The manta vascular closure device instructions for use lists potential adverse events related to the deployment of vascular closure devices including access site complications leading to bleeding, hematoma, pseudoaneurysm, or arterio-venous fistula, possibly requiring blood transfusion, surgical repair, and/or endovascular intervention.

Event description:
The patient underwent a transcatheter aortic valve replacement procedure on (B)(6) 2019 with a manta vascular closure device implanted for femoral access closure. The patient returned to the hospital on (B)(6) 2020 with a pseudoaneurysm of the right groin. The patient was treated with thrombin injection. The patient reportedly tolerated the procedure well. Essential medical made several attempts to obtain additional clarifying information regarding this event; however, the reporter has not responded with additional information. If additional information is obtained, this complaint will be updated accordingly.

Manufacturer narrative:
Based upon the complaint report, the patient developed a pseudoaneurysm in the same groin where manta was implanted for closure 45 days post-deployment, and the pseudoaneurysm was treated with thrombin. The manta device was not explanted. Imaging nor the surgical report were able to be obtained; therefore, the root cause of the pseudoaneurysm remains inconclusive. The risk of failing to achieve hemostasis is written in the IFU along with pseudoaneurysm specifically called out as a possible adverse event requiring medical intervention. The following potential adverse events related to the deployment of vascular closure devices have been identified: "other access site complications leading to bleeding, hematoma, pseudoaneurysm, or arterio-venous fistula, possibly requiring blood transfusion, surgical repair, and/or endovascular intervention." Risk documentation was reviewed and this is a known risk. The occurrence rate for this type of incident remains below current risk documentation acceptable levels. The document history was reviewed and showed no indication that the manta closure device did not meet specifications. Based on the information reviewed, there is no indication of product quality issue with respect to manufacture, design, or labeling.